Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced discomfort at the ipg pocket site due to the position of the ipg. The pt also reported pocket heating. It was reported surgical intervention will be undertaken to address the issue. No further information is available at this time.